Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having vertebral body formation was performed on l1. Preoperative diagnosis of this surgery primary osteoporosis. Type of fracture - compression fracture. It was reported that the balloon rupture occurred when the right side was expanded from 3.5 to 4.0. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Product analysis: part# kex152eb; lot# 227128810 visual and optical inspection confirmed that the balloon tip of the ibt was damaged. The damage is that there is a slice in the center of the balloon. This type of damage is consistent with the contact of the balloon with the osteophyte when it is inflated in the vertebral body. Therefore, the answer is that it is damaged due to the balloon being torn by bone spurs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: product ID# kex152eb; lot# 227128810 visual and optical inspection confirmed the balloon tip of the ibt has been damaged. The damage is a slice in the middle of the balloon. This type of damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.